Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was due to diluter 3 valve malfunction. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur (B)(6) results were obtained on two pt samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of adverse health consequences or known pt intervention due to the discordant (B)(6) results.